Manufacturer narrative:
The pump was not returned for investigation. Data logs show no signs related to motor current spikes or positioning issues. Data logs show downward trending placement signal during pump support. As per the clinical details, patient's urine appears dark, and lab samples consistently show hemolysis. The cause of the hemolysis issue was most likely patient condition related since the data logs shows the downward placement signal trend.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that a 56-year-old male patient on impella cp support was found to have dark urine and lab specimens continued to result as hemolyzed. The pump was repositioned under echo and appears to be in good condition, but dark urine has continued. Patient condition has improved dramatically, so the cardiology team started the wean process and the pump was eventually explanted.